Manufacturer narrative:
Based on the claim against the product by the customer noting moved back to the top of the range while the surgeon was operating, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) was in contact with the customer, and they indicated that the system during the next case had no persistent issues. The endoscope and universal surgical manipulator 3 (usm) were working as intended. The customer had used a different endoscope on the same suspect arm, no issues were persistent. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged endoscope being moved back while installed on the usm cannot be determined based on the information provided and phone support details. The isi fse contacted the customer and confirmed no further issues. The phone support details did not reveal any issues related to the customer-reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraesophageal surgical procedure, the customer reported the endoscope that was installed in the universal surgical manipulator (usm) 3 moved back to the top of range while the surgeon was operating. The reporter explained there were no error codes present when the issue occurred, and nobody was interacting with the system. The customer reseated the endoscope and proceeded with the procedure. The customer would like the intuitive surgical, inc. (Isi) field service engineer (fse) to follow up to verify the system. The site was completing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.